Manufacturer narrative:
MDR 8021545-2026-03823 / initial 1 of 2. Name: (B)(6). Country: (B)(6). Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced nodules at the infusion sites. The infection had been treated with antibiotics.